Event description:
It was reported that during a thrombectomy procedure, after using the subject guidewire to deliver the balloon to lesion, the operator found the subject guidewire seemed to be abnormal. Therefore, when the physician withdrew the subject guidewire to examine, it was noted that the tip of the subject guidewire was fractured. The fractured subject guidewire was removed completely from the patient¿s vascular anatomy. The subject guidewire was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device is not available to the manufacturer.

Manufacturer narrative:
H3 summary attached - updated. H3 device evaluated by mfg ¿updated. H4 manufacturing date ¿ added. D4 expiration date ¿ added. D10 product available to stryker ¿ updated. D10 returned to manufacturer on ¿ updated. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the guidewire was returned broken/fractured at a few centimeters from the proximal end with the core wire exposed. The distal tip was not returned. No other anomalies were noted to the device. A functional inspection could not be performed as the device was damaged. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, the patient's anatomy was not tortuous, a microcatheter was used in conjunction with the subject guidewire, the same microcatheter was used throughout the procedure, the guidewire tip was not shaped, and no friction/resistance was encountered during the procedure. The guidewire was returned broken at a few centimeters from the proximal end with the core wire exposed, confirming the reported event. The distal tip was not returned and no other anomalies were noted to the device. Based on the analysis, it is possible that the guidewire may have encountered some tension or torsion forces during use that caused the device to fracture while navigating inside the catheter. An assignable cause of procedural factors will be assigned to the as reported and as analyzed event 'guidewire broken/fractured during use' since this issue is associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was reported that during a thrombectomy procedure, after using the subject guidewire to deliver the balloon to lesion, the operator found the subject guidewire seemed to be abnormal. Therefore, when the physician withdrew the subject guidewire to examine, it was noted that the tip of the subject guidewire was fractured. The fractured subject guidewire was removed completely from the patient¿s vascular anatomy. The subject guidewire was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.